Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump registered a high blood glucose (bg) reading of 569 mg/dl. At the time of the reported event, the customer had not treated the high bg. Reportedly, the customer reverted to manual injections for insulin therapy.